Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin and that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged between 198 mg/dl and over 500 mg/dl which was addressed by administering a manual injection and drinking water. Reportedly, a new cartridge was filled and loaded successfully.